Manufacturer narrative:
The event did not reoccur. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter questioned high results for 3 patient samples tested for elecsys vitamin d total ii on a cobas 6000 e 601 module. The initial vitamin d results were >100 ng/ml. The repeat results on a different e 601 were approximately 10 ng/ml. The specific results were not provided. The questioned results were not reported outside of the laboratory. The vitamin d reagent lot number and expiration date were asked for but not provided.